Event description:
It was reported that a revision surgery was performed to a patient that got a total knee arthroplasty 3 years prior. During the procedure, the surgeon saw an unusual wear at the back side of the poly, probably caused by the laxity.

Manufacturer narrative:
The associated complaint device was not returned. No relevant supporting clinical information has been provided to assist with a clinical investigation and the patient's current condition is unknown. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.